Event description:
I am a (B)(6) year old african american female who experienced unresolved sever hyperpigmentation on the abdomen and right and left flanks. My medical history includes crohn¿s colitis (remicade), fibromyalgia, depression (wellbutrin xl and cymbalta) all diagnosed within the last 12 years. On (B)(6) 2019, I went to try valley plastic surgery located in (B)(6) for session 1 or 2 for a cool sculpting appointment. The areas of treatment were the lower abdomen and right and left side flanks. The session appeared togo as planned and was completed in few hours. I went home with the expected moderate pain. However, approximately 2-3 days later, I began to experience severe pain primarily on the abdomen. The abdomen was extremely swollen and red and extremely painful to the touch. I avoided any contact on my abdomen and flanks for about 1.5 weeks. After this time, the pain remained but improved. As of today, (B)(6), I am no longer in pain but the area is mildly sensitive to touch. After a few weeks later, the swelling subsided, I was left with severe hyperpigmentation on my abdomen and right and left flanks. As of (B)(6) 2019 the hyperpigmentation remains and I am concerned that it might be permanent. The clinical esthetician who performed the procedure said that she has never seen a reaction like this. I do not know if the clinical aesthetician who performed the procedure did something wrong or if it is the device. I performed a (B)(6) search of adverse reactions to coolsculpting and could not find any such reaction documented anywhere. I am submitting this report because I want others to know that this kind of reaction can occur before performing coolsculpting. I plan to submit a follow-up report in a few months to let FDA know if the hyperpigmentation has improved. Please send this report to the maker s o f coolsculpting. Name of person who performed is (B)(6), she can give you the device details such as make, model, serial number. FDA safety report ID # (B)(4).